Event description:
It was reported that the patient had a reaction to the 3d comfort splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient says the tongue feels raw and has a sore throat and the device was worn for a week (exact date unknown). Symptoms went away after non-use (exact date unknown). The patient does have some allergies, but they were not specified.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. This information not provided when asked. This information was not provided when asked. This information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription is not applicable as the device is manufactured by prescription and not implantable.